Event description:
The manufacturer received voluntary medwatch (mw5110180) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient alleged copd, coughing, wheezing, shortness of breath, difficulty breathing, there was no report of serious or permanent patient harm or injury. No device information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging copd, coughing, wheezing, shortness of breath, difficulty breathing related to a CPAP device's sound abatement foam. Additional information was received about the alleged emphysema.